Event description:
(B)(4) study. It was reported that vessel dissection occurred. In (B)(6) 2015, the index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) and extended to the distal rca with 80% stenosis and was 30 mm long with a reference vessel diameter of 4 mm. The lesion was treated with direct placement of a 4.00 x 32 mm promus premier stent. A grade b dissection was noted proximal to the target lesion and was treated with placement of a 4.00 x 8 mm promus premier stent. Post-dilatation was performed with 0% residual stenosis. One day post procedure, the patient was discharged on doses of aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed.  The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.   (B)(4).